Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist for use during cardiogenic shock and high-risk pci section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The user facility reported a 62 year old male patient placed on impella cp support due to st-elevated mi. The impella was prepped and inserted without incident. Flows started on auto achieving 3.4 lpm. Pci successfully completed to rca. Peel away sheath was removed and reposition sheath advanced. Echo done to verify position. The impella position measured at 1.93 cm from aortic annulus, however when the impella was advanced it went into lv. Under fluoroscopy the physician pulled back. It was reported that the impella jumped across valve. The impella was removed and a new pump was placed. The patient survived the procedure.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of delivery issue was most likely use issue since under fluoroscopy the physician pulled back and impella jumped across valve.